Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was an unclear image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: scope fogs even after trying to use polishing paste. Had to switch out scope during case during set up due to fog. Few minute delay to swap out scope. No patient harm. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be a loose component or dislodged rod lens causing the image of the scope to have a foggy appearance. The device manufacture date is not known.

Event description:
It was reported that there was an unclear image.